Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported thermal event. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's personal diabetes manager (pdm) was hot to the touch. The patient reported the pdm smelled like it was burning. The pdm was not holding a charge. The pdm was never dropped, and the battery was never removed. The outlet did not look unusual when charging the device.